Event description:
Caller reported patient result of 7.6 mmol/l on inform system, lab result of 1.6 within 10 minutes. The low blood glucose was treated as per the physician with orange juice, breakfast oatmeal, honey and 1/2 can of ensure. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).